Event description:
Healthcare professional reported left side "isolated radial folds" via ultrasound and rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, h6. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture and crease/folding of implant requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "isolated radial folds" via ultrasound and rupture. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side "isolated radial folds" via ultrasound and rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as surgical damage. ¿ crease / folding of implant: observed. As per the investigation procedure, non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.